Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the customer was unable to save or review images that had been saved within cine. The cine function failed to operate, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There was no patient injury or death reported.